Manufacturer narrative:
4310, 61: intuitive has received the harmonic ace insert associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.90¿ from the base. The broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user mishandling/misuse, and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
The harmonic ace instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument released and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted gastroplasty surgical procedure, the bottom part of the harmonic ace instrument's tip loosened and fell inside the patient. The fragment was retrieved during the same procedure with an auxiliary tweezer instrument. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up and obtained the following information: ten minutes into the procedure, while the surgeon was trying to activate the harmonic ace instrument on the stomach, the harmonic ace instrument's became loose and it was released into the patient. The following were confirmed; there were no collision of instruments, the instrument was removed just because of the insert falling inside the patient, and the instruments were inspected prior to use. It was also confirmed there were no fragments retained inside the patient. The planned surgical procedure was successfully completed and there were no intra-operative complications experienced by the patient. There is a video recording of the surgical procedure; however, the hospital has not released the video to isi for review.